Event description:
It was reported that at follow-up, low sensing with high capture thresholds were observed. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.